Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that when the catheter was placed in a pediatric pt and while injecting contrast, leakage and rupture was found in the catheter at the 1 cm to the hub. There were no reported pt injuries or complications. The procedure was attempted a second time and was successful. Add'l info received from the distributor stated that the insertion site was the femoral artery. The contrast was omnipaque and by 300 psi.